Event description:
It was reported to boston scientific corporation on (B)(6) 2013 that a captivator large oval snare was used during a polypectomy procedure in the colon on (B)(6) 2013. According to the complainant, during the procedure, the handle cannula detached from the handle. The procedure was completed with another captivator snare. There were no patient complications reported as a result of this event. The patient¿s condition at the conclusion of the procedure was reported to be stable.

Manufacturer narrative:
(B)(4) for the reported event of handle cannula detached. According to the complainant, the suspect device has been disposed and is not available for return. If any further relevant information is received, a supplemental MDR will be filed.